Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # unk. A manufacturing record evaluation was performed for the device batch e23060043, and non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery. After installed the reload and removed the retaining cap, the surgeon noted that few staples were protruded. So changed another reload to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4: batch # 350c40. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr45d reload was returned unfired with the pan partially dislodged at the proximal end from the left side and the deck was noted damaged in the middle part of the reload. No functional test was performed due to the condition of the reload. Additionally, a photo was provided and it showed the condition of the reported event. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge and deck damage. A manufacturing record evaluation was performed for the device batch e23060043, and non-conformances were identified. Fg date of mfg:2023-06-14;fg expiration date: 2026-06-13.

Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. Additional information: visual analysis of the returned sample revealed that the cecr45d reload was returned unfired with the pan partially dislodged at the proximal end from the left side and the deck was noted damaged in the middle part of the reload. No functional test was performed due to the condition of the reload. Additionally, a photo was provided and it showed the condition of the reported event.